Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The patient's prescription was 1 lpm. The unit met essential performance requirements at a 1 lpm setting, and the device alarmed as intended.

Event description:
This report was originally submitted on 12/11/2019, and is being resubmitted on 5/4/2020 as the original report failed to go through. Patient's family called to inform that the concentrator was loud and overheating. Technician's visit was arranged for the next day. When the technician arrived, the patient was deceased.

Manufacturer narrative:
Unit was returned for evaluation. The alleged incident reported could be duplicated as the "test" pressure port tubing being disconnected from manifold unit caused loud noise from unit. O2 purity within spec of 3lpm, purity dropped when set above 3lpm, but device alarmed as intended.

Manufacturer narrative:
The unit has been returned for investigation. A follow-up MDR will be submitted if any new information has been discovered.

Event description:
Patient's family called to inform that the concentrator was loud and overheating. Technician's visit was arranged for the next day. When the technician arrived, the patient was deceased.